Event description:
It was noted that the right atrial (ra) lead exhibited noise oversensing resulted in pacing inhibition. No intervention was performed. The patient was in stable condition and will continue to be monitored.